Event description:
After an implantation period of approximately 2 months the patient experienced ventricular tachycardia and was incorrectly evaluated by ICD as supraventricular tachycardia. Patient was defibrillated externally. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data has been inspected. Inspection of the device data and the available iegms showed that a svt episode was detected on (B)(6) 2023 (episode 194). The measured onset of this episode was documented to be 21 percent. However, this value was not reproducible during evaluation of the associated iegm, as the onset sequence was before the start of the episode recording. A possible reason for the documented unmet onset despite the display of a value above the programmed limit of 20 percent is that the initially detected rate jump (displayed in the episode details, last cycle compared to the 4 previous cycles) was above 20 percent, but was not confirmed during confirmation phase. In such cases, only the largest measured jump in ventricular rate is shown in the episode details and onset is, however, evaluated as not fulfilled. This does not represent a device malfunction. The information you provided has been entered into our quality system as a complaint and will be used to evaluate the device functionality throughout our organization and help to maintain and improve our devices.